Event description:
It was reported that a patient underwent a gynecological procedure and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00870. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with partial hysterectomy; due to pop. It was reported that following insertion the patient experienced urinary and bowel problems, dyspareunia, vaginal scarring and anorgasmia. It was reported that the patient had bil. Oophorectomy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, leakage, infection, burning with urination, constipation, incomplete bladder emptying, dysuria, uti, nocturia, anxiety, depression, spotting, painful urination, vaginal odor, voiding small amounts of urine, restricted voiding, overflow incontinence, hematuria, and discomfort. It was reported that the patient underwent a cystoscopy and urethral dilation for pain and urinary retention on (B)(6) 2007 due to scar tissue. It was reported that the patient underwent a cauterization of granulation tissue of the right vaginal vault with two silver nitrate sticks on (B)(6) 2009.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00870. The same patient is represented in each medwatch.